Event description:
A customer in the united states reported a qcv failure in association with the minividas® instrument. The customer stated that patient results for a procalcitonin assay seemed elevated after preventative maintenance (pm) was performed on (B)(6) 2018, so a qcv was ran (B)(6) 2018. The qcv tv1 values were less than 5.3. The customer reported that the qc was acceptable on (B)(6) 2018 through (B)(6) 2018. It was mentioned that samples were retested on an instrument at a sister facility. The customer stated results were reported to the physicians. Per retrospective analysis, there were three (3) patients that received antibiotics based on the procalcitonin results alone, in which one patient that had an infectious disease consult because of the elevated procalcitonin. There was no harm to any patients, and no length of stay extensions. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. Biomérieux advised the customer to repeat the qcv in all positions. The qcv results were still low on all positions, so a field service engineer (fse) was dispatched to the site for repairs. The fse replaced the pumps. The leak test and other qualification tests passed after the pump replacement. The fse ran the customer provided qcv and it passed, and the qc was in range. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An internal investigation was performed for a customer in the united states reporting a qcv failure in association with the minividas® blue instrument. A field service engineer (fse) was dispatched on 07dec2018 in order to repair and qualify the instrument. The fse performed three additional qcv tests to confirm the issue, and all tv1 values were out of range for the three qcv tests. The fse then performed several actions: visual inspection of the seals. The seals were in good state, but the fse noticed a white substance in the channel. Visual inspection of the tray, door, shield insulate plate, and on the bottom of the frame found no issue. Pump tester (expected value >/=140). As noted, the fse noticed a white substance in channel, so the pump test failed on all positions of sections a and b. Pump cleaning was performed on the sections a and b. Another pump test was performed after the pump cleaning, and it failed on all positions. The white substance was still present after the pump cleaning. For this reason the fse replaced both pumps. After pump replacement, the leak test and qcv were performed in order to qualify the instrument. Two qcv were ran and passed. The qcv failure was due to a clogging of the two pumps probably due to the deposit of a white unknown substance. The retrospective analysis was performed between 04nov2018 (date of previous preventive maintenance) and 06dec2018 (date of qcv failure). During the concerned period, 22 samples were tested, and all results were reported to the physicians. All the samples were then run again in another laboratory, in which all the results were overestimated. There was no change of interpretation for five results, but 17 results had a change of interpretation according to the instructions for use (ref. 30450-01 - vidas brahms procalcitonin 60t). Three results led to antibiotic therapy based on pct results. However, according to information from customer, there was neither harm nor length of stay extension for any patient. In conclusion, the qcv failure was due to clogging of the two pumps. Pump replacement resolved the issue. A qcv failure is not an abnormal behavior. It means that the qcv played its role as a functional control. This control is meant to detect residual risks that are rare and sudden. A field safety notice (fsca 3749-1) was issued 28-mar-2018 advising customers to increase the frequency of the quality control vidas® (qcv®) testing to weekly rather than monthly to reduce the period of potential retrospective analyses needed, and to continue to conduct a visual inspection of the spr® (solid phase receptacle)after each run.